Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a spine fusion procedure, two burs broke at the cutting end. It was also reported that the burs had contact with metal retractors. It was further reported that there was a delay of several minutes as a result of this event. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the second bur that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a spine fusion procedure, two burs broke at the cutting end. It was also reported that the burs had contact with metal retractors. It was further reported that there was a delay of several minutes as a result of this event. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the second bur that broke.